Event description:
The physician reported difficulty with the fixation mechanism of the lead. It was specifically reported that the "helix did not gradually extend but jumps out suddenly." The lead was explanted and not used. No patient complications were reported as a result of this event. The physician reported difficulty with the fixation mechanism of the lead. It was specifically reported that the "helix did not gradually extend but jumps out suddenly." The lead was explanted and not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted the connector pin and stylet were ben. Damage at implant was noted.